Event description:
Caller reported damage to tandem charging cable and wall adapter, resulting in both charging supplies becoming non-functional. There was no reported impact to the customer's blood glucose level. A new charging cable and wall adapter were sent to the customer.